Event description:
The patient was seen by the implanting surgeon and visual acuity measurements were taken. The patient's bcva in the right eye was 20/30. Single vision glasses were prescribed and the patient indicated they "cleared things up". Pt can now drive, however with or without glasses things appeared about 50% smaller, more distnt and darker with their right eye. The patient also received a prescription for bifocal glasses.

Event description:
A patient reports they have had blury vision since they had intraocular lens implant surgery for their right eye (od). The implanting surgeon was contacted to obtain additonal information. He is aware of the patient's complaints and is taking steps to identify possible contributing factors. Color, pupil and vf tests have ruled out a possible ischemic optic neuropathy. A retinal specialist examined the patient and concluded the platient's symptoms may be due to an unexpected postoperative refraction. The exam also revealed a possible subtle cme. The surgeon is continuing to monitor the patient's progress and no intervention is planned at this time. The patient's outcome and prognosis are unknown.